Manufacturer narrative:
H3: the system was serviced in the field and the system failed hardware tests. The camera indicated a bump status and was throwing a flashing error led. The camera was replaced and that resolved the issue and the system was performing as intended. The position sensor unit (camera/psu) was returned and analysed. The returned psu appeared to be very battered with many nicks and scratches all over the surface of the psu. The psu powered up on the test bench with the amber fault light on. A check of the event log showed a long history of intermittent issues including battery voltage low, sensor voltage high/low, and illuminator voltage high dating back to april 2019. The psu also failed an accuracy test (aak) at .53 mm with a passing threshold of .35 mm. The psu was not performing as intended. H6: codes 10, 4203, and 4307 are applicable for both the work order on the system and the analysis on the camera. H2: additional information was received. The lot number of the camera (psu kit 9735346r spectra rwk) is p704603. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: psu kit 9735346r, spectra rwk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the camera led indicators were showing power as solid green, status as solid green and error as flashing yellow. The clinical specialist (cs) opened the network device interface (ndi) configuration utility and the camera had a bump fault status. It displayed the message "bump detector battery fault. Return for service." This was discovered while troubleshooting a networking issue. There was no patient present at the time of the event.